Event description:
Customer says tubing is leaking. From email: "on (B)(6) 2011, there were several calls complaining of blood backing up in the line and medication was leaking. The nurses were sent to see the pts for add'l visits. During the nurses assessment, the nurse identified leaking at the connection of the medication. The leaking occurred between the male portion connection sites to an extension or maxplus valve. The curlin tubing was the only tubing affected with leaking medication. Home pumps were not affected with any leaking problem."

Manufacturer narrative:
Ten (10) used admin sets of lot cf1120207 and one (1) alaris with its extension in this complaint were returned to moog medical in (B)(4) for eval. The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve. Three (3) admin sets of lot cf1120207 leaked at the connection with a alaris valves and none leaked with the non-vented cap. At this point, there were not enough data to prove elusively the male luer lock leaked when it was connected to alaris valve. Not enough data to pin down which component being caused the leaked problem. Moog is continuously monitoring and investigating on this issue.